Manufacturer narrative:
Root cause: unknown. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
The implant did not advance. It was most likely precompressed, either in the kit or by dr. (B)(6).